Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 301mg/dl, 200mg/dl. Tests were done within <10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.